Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 4.0 inr on the coaguchek xs plus system while a comparison lab returned as 3.0 inr. Patient's warfarin dose was adjusted. No adverse event reported. Requested return of suspect system.